Event description:
It was reported that during an atrial fibrillation (afib) procedure, the patient's blood pressure dropped despite of the medication being given. Ice confirmed pericardial effusion. A pericardiocentesis was performed extracting approximately 300 cc's of fluid. The event occurred during ablation. The patient's blood pressure stabilized and the patient was transferred to ICU for observation. The patient was extubated in the lab and transported for continuous monitoring in an intensive care unit setting. The ablation parameter was set to power control mode power delivery ranges from 25-35 watts; irrigation flow as suggested for the sf catheter. Act was maintained > 350.

Manufacturer narrative:
(B)(4). It was reported that during an atrial fibrillation (afib) procedure, the patient's blood pressure dropped. Ice confirmed pericardial effusion. A pericardiocentesis was performed. The event occurred during ablation. The patient's blood pressure stabilized and the patient was transferred to ICU for observation. The ablation parameter was set to power control mode power delivery ranges from 25-35 watts; irrigation flow as suggested for the sf catheter. Act was maintained > 350. The returned involved catheter was visually inspected and found in normal condition. The catheter was tested for electrical performance, temperature response and stockert compatibility and all were within specifications. Furthermore, the catheter passed the irrigation test, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionalities. The catheter was recognized by carto 3 system, no error message was displayed, and the catheter could be properly visualized. Eeprom data demonstrated that the catheter was properly calibrated during manufacturing. Finally, the catheter also passed the deflection test performed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system: model #: m-4800-01, serial #: (B)(4). Cool flow irrigation pump: model #: m-5491-02, serial #: (B)(4). Stockert rf generator: model #:m-5463-01, serial #: (B)(4). Lasso catheter: model #: d-1220-61-s, lot #.: 15650105l. Acunav catheter (reprocessed device). Non- bwi device (boston scientific polaris). Non-bwi sheath (st. Jude slo). Manufacturer's ref. No.: (B)(4).